Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient's system controller was the original controller received at implant and was very worn.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number, catalog number, and primary UDI corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of damage to the system controller was unable to be confirmed. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. Multiple good faith effort attempts were made asking if log files or photos are available, if any products were exchanged, for the serial number of the system controller, and if products will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.